Event description:
It was reported that, "the pt underwent hip replacement surgery in 2007." It was further reported that, "after implantation, the device became loose and caused pain and as a result, pt experienced significant pain and discomfort in his hip, necessitating revision surgery in 2008."

Manufacturer narrative:
The info in this per was provided by stryker orthopaedics legal affairs dept. No add'l info is available at this time. The devices are not available due to the ongoing litigation.